Manufacturer narrative:
Analysis of the ins (serial # (B)(4)) found that the stim ins battery reduced capacity due to overdischarge. Product analysis #(B)(4): the ins was received with no telemetry. Per the trace report obtained from the ins after pmr recovery, the total recharge count is 608. The last 4 recorded recharge sessions performed while the device was implanted all occurred on (B)(6) 2016. The longest duration of the 4 was 18 minutes and the battery charge level remained at 3.580v. The battery discharged to the lock mode on (B)(6) 2016. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported the patient had their entire system explanted on (B)(6) 2016. The patient noted they were able to get much better therapeutic relief by taking lyrica, 200 mg, 3 times a day. It was unknown if the patient recovered completely. No device issues were alleged regarding this event.

Manufacturer narrative:
Device returned, but analysis is not yet complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.